Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with a 490cc mentor memorygel breast implant experienced bilateral baker grade IV capsular contracture and right sided rupture post procedure. The rupture was on the lateral side wall. As a result, bilateral capsulectomy and explant without replacement was performed on (B)(6) 2021. The patient is fully recovered. See 1645337-2022-00683 for contralateral prosthesis report.